Event description:
It was reported that the patient presented for a scheduled procedure. 6 months later it was discovered that the left ventricular lead dislodged. The lead was attempted to be replaced; however, the patient had no viable vessels to place the replacement. The lead replacement was unsuccessful, and the case had to be abandoned and the port was plugged. The patient was in stable condition.